Event description:
This is filed to report the second clip getting caught in the chordae. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to a1/p1, however grasping the leaflets were difficult. There was loss of leaflet capture after the grippers were lowered and the clip kept getting stuck in the chordae. Echo confirmed that there was a chordae rupture and the cds was removed from the patient and exchanged. A new cds was advanced in the patient, but also got stuck in the chordae. Troubleshooting was performed to free the clip. Leaflet grasping was successful, however, there wasn¿t adequate mr reduction. There was a confirmed anterior mitral leaflet (aml) laceration that the physician believes the first clip caused and the cds was removed from the patient. The procedure ended with the mr remaining at 4. The patient was converted to surgery the same day due to the leaflet injuries. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other clip delivery system referenced is filed under a separate medwatch report number.

Manufacturer narrative:
All available information was investigated and the reported clip stuck in the chordae could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip stuck in the chordae. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Event description:
N/a.